Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut in the insulation was identified 19.7 centimeters (cm) from the terminal pin. There was also a cut in the suture sleeve which corresponded to this location. Resistance testing verified the lead was continuous. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Additional information received from the local field representative indicated that the ra and rv leads had dislodged as a result of twiddler's syndrome. A revision procedure was performed and the ra and rv leads were explanted and replaced. The leads were discarded by the hospital staff and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that upon review of a remote interrogation, this pacemaker, right ventricular (rv) lead and right atrial (ra) lead exhibited complete failure to sense and capture. Boston scientific technical services (ts) recommended that a field representative be contacted to complete a full device interrogation. No adverse patient effects were reported.